Manufacturer narrative:
The insulin pump passed all functional testing, but was received motor error alarm during occlusion test due to faulty force sensor resistor. The motor passed the motor test.the device was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The insulin pump was returned for an unknown reason. Customer's blood glucose was not known.